Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced a low blood glucose event after a meal while using the ilet system, with glucose initially in the low 200s, rising to a peak of 215 with pump-delivered corrections, then falling to 44; the user attributed the rise to stress and treated the low with oral glucose (juice), and no external assistance was required. Symptoms included confusion/disorientation, dizziness, shaking/tremors, and visual disturbance in one eye during the low, and no symptoms at 215. Outcomes included the need for unexpected medical intervention in the form of medication taken by the user to correct hypoglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem or component involvement, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.